Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 1.2mmx15mmx141cm emerge¿ balloon catheter was advanced for dilatation. However, it was unable to apply pressure and it was noted that the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's condition was stable.